Event description:
It was reported the menu display is faded. No patient complications were reported as a result of this event.

Event description:
It was reported the menu display is faded. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, and found that segments were missing and dim. It also found that the upper and lower cases, two side bail covers and the battery drawer were broken and that the ring cover, lead flex cover and main printed circuit board were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.